Manufacturer narrative:
The device history record was examined for the subject device. There were no problems observed during the manufacturing or testing noted in the DHR. The device labeling was reviewed and found to be suitable and adequate for the device to perform its intended use. The use didn't use the electrode which provided by manufacturer. The most likely reason that caused burns is that impedance of the electrode used by user is not uniform.

Event description:
A patient was burned while in therapy using the ex4 device (tens unit). A fairly high amplitude is reported as being used at the time the event occurred, however, it is unknown what amplitude was being used exactly. The ex4 was being used in acute pain, 4 electrodes mode, with no changes. The electrodes were placed on the patient's body 2-3" apart from each other in a criss-crossed pattern - the user was using unipatch r series electrodes. In hindsight, the patient mentioned the sensation during therapy was more tingly than normal, but expressed no complaint during treatment. When he arrived home, approximately 5-10 minutes after therapy, he felt an itch. When he looked, he had burn marks. The doctor estimates the user received a 2nd degree burn. The burns are reported as having occurred on (B)(6) 2016, and were still evident at the time compass health brands was notified ((B)(4) 2016).